Event description:
It was reported while using bd¿ phlebotomy sharps collector, 1.5 qt needle port the lid was not closing properly. The following information was provided by the initial reporter: this is a report about a sharps collector's lid issue. According to the customer's verbatim report, the lid opens spontaneously soon after it is shut.

Manufacturer narrative:
OEM manufacture: the manufacturing location for this product is (B)(4). This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. There were multiple lot numbers reported to be involved. The information for each additional lot number is as follows: medical device lot #: 1105905. Device manufacture date: 2021-04-28. A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Investigation: no photos or samples were received. Additional attempt to get more information was made, however, the customer confirmed that no additional information was available. According to the DHR review process, the result showed there were no issues reported like lid will not shut issue during the manufacturing process of the lot numbers reported (1105905 and 1111903) under this customer complaint. A review of the ncmr¿s was performed; the result showed there were no issues reported like lid will not shut issue for the same part number throughout the last twelve months. Based on the result of this investigation, this is not failure mode related to the manufacturing process because the issue reported is a functional test not required by customer specification, therefore neither is evaluated within the process inspections, however, as part of this investigation and due several complaints received, an engineering study (bdx-rj-esr00020) was performed to evaluate the functionality of this feature (temporary closure), the results of this es was that the events reported by the customer of ¿lids not shut¿ are not present or were not able to be replicated under controlled test for the existing production parts, therefore, it can be concluded with 95% reliability / 95% confidentiality that the parts producing doesn¿t open by themselves and its required to be applying a force minimum of 1.5lbsf to be opened.

Event description:
It was reported while using bd¿ phlebotomy sharps collector, 1.5 qt needle port the lid was not closing properly. The following information was provided by the initial reporter: this is a report about a sharps collector's lid issue. According to the customer's verbatim report, the lid opens spontaneously soon after it is shut.